Event description:
Ventlab flex connector was connected to the circuit and to the ventilator. The connector disassembled and broke apart causing the pt to be disconnected from ventilator. Hosp personnel had to replace it with another brand.

Manufacturer narrative:
The prod is made up of three components and designed for disassembly and re-assembly as needed. The flex connector is designed with tapered press fits that are not a locking style fit. The user may have loosened one or both of the tapered fits while adjusting or connecting.